Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal end of the stent was stretched in a distal direction over the distal marker band. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The greater than 80% stenosed target lesion was located in the mildly tortuous and minimally calcified distal left circumflex artery (lcx). Following pre-dilatation, a 2.50 x 24mm synergy ii stent was tried to advance and after unsuccessful brief attempts, the device was removed to further dilate the lesion. Upon inspection of the stent, it was noted that the stent struts were severely damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The greater than 80% stenosed target lesion was located in the mildly tortuous and minimally calcified distal left circumflex artery (lcx). Following pre-dilatation, a 2.50 x 24mm synergy ii stent was tried to advance and after unsuccessful brief attempts, the device was removed to further dilate the lesion. Upon inspection of the stent, it was noted that the stent struts were severely damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.